Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned/non-emergency treatment procedure. The procedure was completed as planned as the issue was intermittent and did not prevent the user from completing the procedure. It was reported philips the system's wired footswitch intermittently failed to trigger x-rays from both the frontal and lateral x-ray tubes. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found liquid damage to the footswitch, an unknown kind of residue on the underside and inside edges of the foot pedal. To resolve the issue, fse replaced the wired footswitch. The defective part was sent for analysis, for wired footswitch malfunction was found and the failed component was found to be missing anti-slip component, also error related to microswitch wear or malfunction. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure as planned using the same system without any impact on the procedure. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system's footswitch was intermittently unable to trigger x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.